Manufacturer narrative:
Method, results - no product will be returned for evaluation.

Event description:
On (B)(4) 2011, patient reported elevated blood glucose due to a kinked infusion cannula and insulin leakage underneath the infusion set adhesive. The infusion set had been in use for 2 days, and blood glucose elevated to 250 mg/dl. Normal blood glucose is 140 mg/dl, and patient bolused through the infusion device to treat hyperglycemia. Patient smelled insulin and felt there was insulin leading underneath the adhesive, but she reported the insulin dried up before the headset was removed. Headset was inserted at 30-45 degree angle, and the kink was located at the end of the cannula. Patient inserted a different type of infusion set and said she would continue to bolus to decrease blood glucose. No product was requested for evaluation. Product was replaced. The patient did not require assistance from a health care professional or second party to address the issue. Attempt was made to follow-up with patient, and this was not successful.